Event description:
It was reported to philips that the device ready for use indicator was displaying a solid red x and periodically chirping. There was no reported patient involvement/adverse patient impact.